Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that the stent delivery system (sds) failed to cross while manipulating the sds through the lesion and after several attempts to get the stent through the lesion the shaft separated. The sds was reportedly not difficult to remove. There were no reported adverse patient sequelae. No additional information was provided.